Event description:
The customer stated that she used some reservoirs that leaked insulin. The customer stated that she could smell the insulin. Replacement reservoirs were sent to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.